Manufacturer narrative:
It was clarified that the repeat results from e602 module b were believed to be correct.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 2 patient samples tested for elecsys vitamin b12 ii between two cobas 8000 e 602 modules. Patient 1 initial result on e602 module a was 196.4 pg/ml. The sample was repeated on e602 module b and the result was 299.2 pg/ml. Patient 2 initial result on e602 module a was 172.4 pg/ml. The sample was repeated on e602 module b and the result was 271.8 pg/ml. It is not known which result was believed to be correct. This information has been requested but has not been provided. The results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The serial number for one of the e602 modules was (B)(4). The serial number for the other e602 module was not provided. The instrument had been shut down between 17-aug-2018 and 27-aug-2018 during a holiday. When staff returned, the temperature in the laboratory was between 40-50 degrees celsius. The reagents had been stored in the refrigerator between 2-8 degrees celsius, however, the customer thinks the reagents were also affected by the high heat in the laboratory. The customer changed the reagent kits and has not had any further issues. The field service engineer (fse) visited the customer site and performed maintenance and cleaned the instrument. The specific details about what was done were not provided.

Manufacturer narrative:
The calibration recovery is mainly within expected ranges on e602 module b. The qc recovery is within the target ranges on both instruments. However, it is unclear if qc was performed on the affected reagent pack on e602 module b. The alarm trace for e602 module b showed no issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer used a clotting time of 15 minutes which may be too short. The patient samples were stored at room temperature for approximately 5 hours. Product labeling indicates samples are stable at room temperature for 2 hours. Calibration signals for e602 module a were slightly lower than the specified ranges and lower than the previous calibration signals for the module. The one qc result provided from module a was 137.2 pg/ml with a target value of 146 pg/ml. No issues were identified during a review of the alarm trace for module a. The customer has had no further issues.